Event description:
It was reported to tyco healthcare/kendall in 2008, that a customer had a problem with a dialysis catheter. The customer stated that the blue adapter was cracked on the hub of the dialysis catheter. The cause was unknown. The catheter needed to be removed and replaced.

Manufacturer narrative:
Submit date: june 18, 2008. An investigation is under way. Upon completion, the results will be forwarded.